Event description:
In 1978 the pt underwent a left hip arthroplasty. He had developed some persisting pain on the left side in the thigh, and was using a crutch because of the pain. X-rays showed a fracture of the prosthesis and loosening of the components. On 6/2/97 he underwent surgery to remove the femoral component.